Manufacturer narrative:
This report is filed on october 11, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted (date not reported), it is unknown if there are plans to re-implant the patient with a new device.